Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. A review of the device history records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on (B)(6) 2018, the patient underwent an intramedullary nailing of the femur. During the procedure, the tab on the standard insertion handle broke off. The holding device for guide wires and reaming rods was not properly gripping the reaming rod. The broken piece was retrieved and the procedure continued with minimal delay. The device was replaced with a universal t handle chuck. No patient consequence reported. A short surgical delay occurred for an unspecified amount of time. It is unknown if the surgery was successfully completed. Concomitant device/s reported: unknown reaming rod (part# unknown, lot# unknown, quantity# 1). This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Part: 03.010.045; supplier lot: 1495656; manufacturing site: haegendorf; release to warehouse date: june 30, 2006. The device history record shows this lot was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacturing process. Only top level of the device history record reviewed as sub-components are not lot tracked. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Broken flow visual inspection: upon visual inspection it was noticed that the alignment tab had broken off, which confirmed the complaint condition. There was also superficial sign of routine use during its over twelve (12) years of use. In addition, there were some deformations which seem to indicate that the handle had been exposed to excessive forces during nail insertion/extraction. Does the received condition agree with the complaint description? Yes. Was the cause of the issue determined to be use error, misuse/abuse, non-compliance, post-operative trauma? There is no definitive proof that the tab broke off due to misuse. Dimensional inspection: due to post-market damage, no effective dimensional inspection could be performed. Document/specification review: drawing was reviewed, and no product design issues or discrepancies were observed. Material review or hardness review: only the top level of the device history record was reviewed as the sub-components are not lot tracked, therefore a material/hardness review could not be performed. Was the complaint confirmed? Yes . Investigation conclusion: it is most likely that the alignment tab broke off due to the cumulative effect of routine use during the insertion handle¿s over twelve (12) years of use. It is also possible that rough handling during use/processing, and/or exposure to excessive forces during use, contributed to the complaint condition no product design issues or discrepancies were observed. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.